Event description:
It was reported by the affiliate that stapler cut the tissue but staples did not close at all. The pt had to undergo the re-operation after being in the intensive care. Pt is presently recovering.